Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis revealed that the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The grips clip test was performed and failed on several attempts. Additionally, the instrument was found to have mechanical indentations/burrs at the grip tips. The clip grips was found to exhibit a mechanical indentation on the interior of one of the grips. The grips were not misaligned, however. The indentation can cause the application of the clip to fail. The root cause of mechanical indentations/burrs on the instrument grip tips is typically attributed to the user, such as collisions with other instruments or sharp objects. A review of the instrument logs for part #: 470230-12 batch/lot # k10220328-0098 associated with this event was performed. The instrument was last used on a cholecystectomy procedure on (B)(6) 2022 on system serial# (B)(4) with 98 lives remaining. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis confirmed a failed clip test with the finding of indented grips, which cause clip application to fail. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier clip was unable to sit in the tip due to grip misalignment. The clip was able to be inserted but unable to clamp down around tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.